Manufacturer narrative:
The esg-100 electrosurgical unit has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, a polyp was found in the patient's colon sigmoideum which should have been resected with a polypectomy snare. However, since there was no observable tissue effect despite activated high-frequency output, the polyp was reportedly cut mechanically. As a result of this, arterial bleeding occurred which had to be controlled with the application of four clips, hemospray and injection of adrenaline. The patient was then transferred to another hospital for observation and released the next day. No further information was provided.

Manufacturer narrative:
The esg-100 electrosurgical unit was returned to the manufacturer for evaluation/investigation. When the suspect medical device was inspected and tested, it was found to be in good working order and in accordance with its specifications. No abnormality, defect, failure or malfunction was found during the performance tests. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the esg-100 electrosurgical unit. In general, the occurrence of bleeding during a procedure is an expected and foreseeable side effect, clearly identified in labeling and risk assessment with justification of benefit. The case will be closed from olympus side with no further actions, but the reported phenomenon will be recorded for trending and surveillance purposes.